Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No external ram crc or unexpected restart error alarms were noted. The empty reservoir alarm functioned properly. No empty reservoir alarm anomaly was noted. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was unknown. Customer received 6 times unexpected restart alarms in the alarm history. The customer stated alarm is recurring during normal pump use. Customer was advised the pump will need to be replaced. Customer was advised to monitor pump and may continue to wear the pump until replacement arrives. Customer was advised that we are sending replacement pump.